Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe from lot 1288443, and 1 syringe from lot 9196093 had issues with foreign matter. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: " lot 1288443 of 11 units how many units were found with: foreign body: 1. Lot: 9196093 of 3 units how many units were found with: foreign body: 1".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1288443. Medical device expiration date: 31-oct-2026. Device manufacture date: 15-oct-2021. Medical device lot #: 9196093. Medical device expiration date: 31-jul-2024. Device manufacture date: 22-jul-2019. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ luer-lok¿ syringe from lot 1288443, and 1 syringe from lot 9196093 had issues with foreign matter. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from portuguese: " lot 1288443 of 11 units how many units were found with: foreign body: 1. ... Lot: 9196093 of 3 units how many units were found with: foreign body: 1."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 05-sep-2022. H6: investigation summary: samples and photos received by our quality team for investigation. Upon visual inspection of samples for batch 9196093, a foreign body with an orange color was found on one side of the package and, on the other side, a dark shadow at the bottom of the package. Microscopic analysis was performed, orange foreign matter was identified as rust. The other foreign matter was not identified, during the tests the matter was associated to a shadow, therefore it was not possible to test/reproduce the issue. Additionally, dark marks at the bottom web were observed, which could be due to some shadows causing the appearance of holes in the package, therefore incident of damaged package is not confirmed. Samples for batch number 1284443 were evaluated, foreign matter was observed in all packages, the foreign matter appears to be grease. Hermetic test was performed on all samples, this test is based on filling the package with compressed air, which should break the sealed area after it is filled, which indicates the correct airtightness of the package. In case of holes or failure in the seal, the packaging will allow the flow of many bubbles, indicating the presence of a hole, no defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated for package damaged, no defects or issues observed. Possible root cause fore foreign matter is associated with the manufacturing process. It is possible to observe interventions in the marking system, which come into direct contact with the syringes. The marking machines have an automatic rejection system., in order to eliminate the possibility of materials with the affected marking and possible contamination of parts stuck in the middle of the process. As an action plan, brushes will be installed to remove excess dirt in the transport chains and a review of equipment protections with a focus on foreign matter.